Event description:
It was reported that the ilet device¿s touchscreen was cracked and became intermittently unresponsive, rendering the device not functional; the user transitioned to multiple daily injections and the elevated blood glucose was attributed to a communication issue referenced by the user, while the device was reported to have been synced before shutdown and will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Investigation description. Display damage due to impact.